Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the validation code is not working while trying to issue medication for patient. The technical support specialist contact pharmacy and got no response and sent an email to the team to advise of this case. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system had validation code was not working. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.